Manufacturer narrative:
Omsc evaluated the subject device and found as follows; the cutting knife of the device broke off at the proximal end. The fracture surface of the knife showed that it was melted. As a measurement result of the outer diameter of the cutting knife, there was no abnormality. The manufacturing history was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting knife increased and the part of the knife was melted since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the knife was broken off when the knife was subjected to a load during user handling. It was also known that an electric discharge occurred since the contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; *when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.

Event description:
During an endoscopic submucosal dissection (esd), the subject device was used. In the procedure, tip of the device broke off and fell into the patient body. The fragment was retrieved. The intended procedure was completed with similar device. There was no patient injury reported. This is the report regarding the breakage of the cutting knife.